Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized however, was treated with unspecified antibiotics for peritonitis. The action taken with pd therapy was not reported. At the time of this report, the patient had recovered from peritonitis, further described as, ¿was fine now¿. No additional information is available.